Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported deflection issue remains unknown. The cancellation was due to time constraints within the hospital.

Event description:
During a premature ventricular contraction procedure, a cancellation occurred. The curve of the catheter did not work properly and was checked outside the patient, but the issue could not be resolved. Due to time constraints, the scope of the procedure was not completed and the case was cancelled with no adverse patient consequences. There were no performance issues with the abbott devices.